Event description:
According to the reporter: the device was applied to the base of the appendix and was clamped down and then time was allotted for exsanguination. The device was unclamped and the vessel began to profusely bleed. Blood loss was approx 250 cc. The vessel needed to be located and clipped with a vessel clip. Blood loss operative time was extended approx 30 minutes.

Manufacturer narrative:
(B) (4).